Manufacturer narrative:
Based on the investigation, the device history record could not be reviewed as the lot number was not provided. Customer did not provide the corresponding product number or return any samples for investigation. Since no samples were returned for investigation, the root cause could not be determined. We will continue to monitor this failure mode for this product.

Event description:
Report mw5113363 received from FDA states that as the healthcare worker was squeezing the hot pack to prepare it, the hot pack burst open spilling the contents of the pack. The contents did come in contact with the healthcare worker. The packaging photos provided are from a similar product, but not the exact package from the burst product. We have no specific product details for the burst product. "Ultimately we only know that the hot pack was from cardinal health."